Event description:
It was reported that during the initial engagement attempt, a loss of torque initiated inspection, which identified a kink distal to the hub. Attempts to straighten the kink were unsuccessful. Pulling of the catheter to, then through the sheath resulted in complete separation. A portion of the guiding catheter remained inside the pt and was successfully retrieved with biopsy forceps. No pt injury occurred. Reportedly, the pt has a moderately tortuous abdominal aorta, which contributed to this product issue.